Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that 10 hours post-insertion of the intra-aortic balloon (iab) there was an iab rupture and an unspecified alarm was generated. There was also blood noted in the tubing. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: event or product problem from: "unspecified alarm" to: "autofill failure alarm" . Device evaluation: no decon or visual inspection of product performed since it was not returned. Pictures were provided. A review of picture one indicates it is a view of a pump with blood inside the iab circuit tubing. A review of picture two indicates a pump alarm log with autofill alarms present. A visual review of the pictures has confirmed that there was blood present inside the pump and that there were autofill alarms, so we are confirming the reported event. The product was not returned and so could not be evaluated. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The complaint was confirmed based on the pictures provided, but we are unable to evaluate the product to determine a root cause. (B)(4).

Event description:
It was reported by the customer that 10 hours post-insertion of the intra-aortic balloon (iab) there was an iab rupture and an autofill failure alarm was generated. There was also blood noted in the tubing. The indication for use was cardiogenic shock. There was no reported injury to the patient.